Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer had large ketones and his glucose was 500 mg/dl according to his doctor. The customer stated that he had been experiencing burning sensation during urination and he had lower abdominal pain. The mother stated that she will call back with the pump to troubleshoot.